Manufacturer narrative:
Physio further evaluated the device and was unable to duplicate the reported issue. Physio replaced the battery contact assembly as a precaution. Proper device operation was observed through functional and performance testing.the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown when bumped. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio control performed an initial evaluation of the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shutdown when bumped. There was no patient use associated with the reported event.